Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a second opinion on her pulse generator. Upon interrogation, the pulse generator exhibited backup vvi operation. The device noted that it had reached elective replacement indicator on (B)(6) 2015. No troubleshooting could be performed due to the low battery voltage. It was suggested to the patient that a device replacement should be considered but the patient refused. The device remained implanted; no patient symptoms were reported.